Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the left keypad functioned intermittently. The monitor was originally returned for repair because the screen displayed white when the system changed from standby to operate mode after calibration. Since the event occurred during routine testing of the device, there was no pt involvement during this event.